Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc 133 t1 pps ho 9x137mm stem: cat#51-104090, lot#6623697. Taperloc xr mp t1 pps 10x105mm: cat#51-145100, lot#6594436. Taperloc xr mp t1 pps 10x105mm: cat#51-145100, lot#6597849. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05262, 0001825034-2019-05264, 0001825034-2019-05265, 0001825034-2019-05263.

Event description:
It was reported that an inspection team member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with product return. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. This reported event falls within the scope of a previous CAPA, the purpose of which is to address the issue of complaints for debris in sterile packaging. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.